Manufacturer narrative:
On 8/14/2019, mentor became aware that the side with issue was inadvertently not reported. The patient experienced right side capsule contracture; baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, sex , and race underwent unknown breast surgery with 700cc mentor memorygel breast implant and experienced capsule contracture; baker grade unknown. The patient was scheduled for capsulotomy. When entering the pocket the implant was noted to be completely ruptured, free gel was noted in the pocket and the integrity of the shell of the implant was completely destroyed.. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 8/14/2019, mentor became aware that incorrect information was submitted under initial submission since the device coded was the replacement and not the impacted product. The following has been updated: product code from 3507001bc to unk gel implant. Lot number from 7540702 to unknown. Serial number from (B)(4). Product return status from not available - implanted to not available- discarded. Date of implant from (B)(6) 2019 to blank. Date of explantation from blank to (B)(6) 2019. (B)(4) the patient underwent explantation and replacement with catalog number 3507001bc, and serial number (B)(4) on (B)(6)2019. Since no lot number was provided, no manufacturing record evaluation could be performed. If additional information becomes available, it will be properly documented and supplement will be sent. Manufacturer¿s reference number: (B)(4)